Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 309328, lot# 0213224641, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via a manufacturer representative indicated a consumer had a battery and lead replacement on (B)(6) 2017. The consumer attended today for programming and an impedance check showed that four (4) electrode pairs were not working on this new lead. The impedance check was conducted at 1 v and at 1.5 v. The electrode pairs displaying > 4000 ohms are: c3, 01, 13 and 23. No symptoms were reported. There were no further complications reported and/or anticipated. Additional information received reported the consumer was setup with programs avoiding electrode 3, which gave reasonably sensation. It was noted that they were unable to assess therapeutic benefit as of yet, as the consumer follow-up was not until (B)(6) 2017. No interventions were planned until therapeutic benefit was assessed at follow-up appointment.

Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 021322464, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.